Event description:
It was reported that the wake button did not function as expected and required extreme effort and multiple presses to turn on pump screen. There was no reported adverse impact to the customer. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.